Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported they were unable to insert the locator with the involved angio-seal device. The following information was provided by the user: the locator was attempted to be inserted into the insertion sheath, however it was not inserted and did not advance. The angio-seal device was not used after multiple attempts were made. Manual compression was then applied. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. The size of the sheath ancillary used was 8 fr. Puncturing was attempted 10 times. There was no health damage to the patient. Hemostasis was successfully achieved by manual compression.